Event description:
The customer stated that when checking the AED, the active status indicator (asi) does not flash while it is on standby and the pads are out of date. They did not report that this event occurred during patient use.

Manufacturer narrative:
The customer stated that when checking the AED, the active status indicator (asi) does not flash while it is on standby and the pads are out of date. Although requested, the log files from the device have not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.